Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient is deceased. Review of manufacturer's database revealed the lead had been explanted and replaced with a competitor lead seven months prior to patient death.